Event description:
It was reported that there was a loss of therapeutic effect. Pt indicated that they were going to have their leads replaced and a revision surgery. Pt had a device implanted for about five yrs and leads were in bad shape, possibly moved. Two yrs after the device was put in, the battery went out. Numerous reprogrammings have been tried but the device does not work like it did when it was first put in. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).